Manufacturer narrative:
D10: 304-21-13 - 12.5mm platform fx stem left: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-10-10 - equinoxe reverse tray adapter plate tray +10: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-42-10 - equinoxe reverse 42mm humeral const liner +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left tsa, is undergoing a 2-stage revision. The patient had a proximal humeral fracture and initially there was superficial infection of the wound which was treated with antibiotics with no resolution. The patient subsequently showed signs of a deeper infection. Following consult, they opted to remove the metal work and replace with an antibiotic spacer. The implants were removed without complication. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are available for return. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified based on the photographs that the liner and baseplate appear to exhibit tool damage likely created during removal, but otherwise, the devices appeared unremarkable for explanted components. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.